Event description:
It was reported that during a da vinci-assisted heller myotomy surgical procedure, the customer reported the permanent cautery hook cap at the wrist had fallen off inside the patient. A video was provided. The fragments were retrieved with a backup instrument. There will be no fragments returned. The surgical task being performed was a myotomy. The fragments fell into the patient during an instrument tip/accessory collision. The instrument wrist was straightened upon removal. The procedure was completed. Intuitive surgical inc. (Isi) followed up with the clinical sales representative to confirm that the fragment was removed with a laparoscopic grasper. There were no other pieces visible, so to the customer's knowledge all pieces were removed from the patient, with no additional procedure or x-rays needed. It looked from the video that the cap was slightly protruding at the beginning of the video. The case was completed robotically with no additional impact to the patient. There was no patient demographics provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting the permanent cautery hook cap at the wrist had fallen off inside the patient, an investigation is in progress to determine the cause of this reported event. A return material authorization was issued, but the instrument has not been received for failure analysis investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. As such, the probable cause cannot yet be determined based on the information provided. A review of the provided images was consistent with the cap of the instrument falling off inside the patient. Root cause of the failure mode cannot be confirmed without the returned device. A follow-up MDR will be submitted if additional information becomes available. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken monopolar yaw pulley to be related to the customer reported complaint. The instrument was found to have the grey mold that fits into the distal clevis missing from the yaw pulley. The instrument was compared to an in-house instrument and found the grey molding was missing. The size of the missing piece was approximately 0.067" x 0.067".

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 15-aug-2023, additional information was obtained. Intuitive surgical, inc. (Isi) received a video clip related to the alleged complaint of permanent cautery hook breakage. A review of the video clip was conducted by advanced failure analysis (afa). The full video was provided and viewed by engineering, and it was determined that the yaw pulley post appeared to be broken at the start of the video. The gray ppa pivot pin was already peeking past the yellow ultem surface, indicating that it was broken.